Event description:
A patient reported experiencing inaccurate low results with an ot profile meter. The patient's blood glucose results were 55 mg/dl, 99 mg/dl. Tests were done < 10 minutes apart with a difference of 39 mg/dl. Patient did not experience any adverse events. No further information has been reported. In addition to the incident description. In the reported issue notes for the question, "what were the samples?" It states, "capillary vs. Venous".